Event description:
It was reported that malfunction alarm 12 occurred. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.